Event description:
It was reported that the pink slide did not move forward, indicating a failure of the needle mechanism. The pod was worn on the abdomen between 5 and 24 hours. The patient's blood glucose (bg) levels rose up to 400 mg/dl. A manual insulin injection was administered to treat the hyperglycemia.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.